Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump stopped infusing and "died" without alarming a low battery. During transport from the intensive care unit to computed tomography (CT) scan, the patient was receiving epinephrine (dose, programmed volume and delivery rate unknown) and lactated ringers via a second spectrum pump. While en route the pump ¿stopped working¿ and the staff was unaware of this stoppage and ¿it¿s possible (that the) notice was given that the battery was failing but due to the stress of the situation someone could have ignored the alarm¿. At this point the pump had been in use for ¿two plus hours¿. Doses of epinephrine were ¿pushed¿, and a new pump was programed to continue the infusion. After an unspecified amount of time the patient died. It was not reported what was the cause of death nor was it reported if an autopsy had been requested. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: b2, b3, d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, infusion stopped when not intended to stop" and "powers off without user input" were not reproduced. A review of the event history log was performed and revealed single event of "improper shutdown!" While running on an infusion of epinephrine on the (B)(6) 2024 evat date at 15:00 gmt timestamp. No battery alerts had occurred prior to the improper shutdown event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery contact pins. This condition would result in the pump battery contact pins not making contact with the battery contacts, causing the unit to turn off when unplugged from the power source. This event is related to the issues described in fa-2020-012 associated with the spectrum infusion pump shutting down without alarm (issue # hp2020-018). A safety alert was sent to all spectrum customers reiterating the importance of compliance with labeled cleaning methods and clarifying the potential risks if the label is not followed. Deviations from the cleaning methods described in the product-specific operator¿s manual may led to residue build-up or corrosion of the electrical pins on the pump rear case and battery electrical contacts. If a device has residue build-up or corrosion and is running solely on battery power, the pump may shut down without alarming or alerting the user. The rear case and power adapter require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d3: baxter healthcare corporation. Additional information b5, h2, h6 and h11: b5: additional information was received from the territory manager stating the batteries were not being removed during cleaning and cleaning practices varied greatly by housekeeping staff. Accel wipes (approved cleaner) were observed being used some of the time and other times, house keeping used a green cloth that was submerged in a bucket filled with cleaning solution (it was unknown if the solution contained oxivir). As a result, the cleaning protocol has since been revised. The cleaning protocol now uses accel wipes and the cleaning depot staff are to remove and dry the battery. However, housekeeping did not partake in the training and as per the housekeeping supervisor, their protocol states that they are to keep the batteries on during cleaning (do not remove the battery) and to use accel wipes. Housekeeping may still be using a variety of different cleaning solutions on the pump at this time. H6:h6: investigation findings has been updated to c13 based on additional information provided. Investigation conclusions has been updated to d11. H11: territory manager provided additional information that customer used poor cleaning practices by cleaning the pump without removing the battery from the pump and facility changed its cleaning methods. The territory manager helped updating the cleaning procedure. The poor cleaning caused the pump to shut down and depressed battery contact pins. Fa-2020-012 addresses the relationship between the poor cleaning practices and pump shut down. Should additional relevant information become available, a supplemental report will be submitted.